Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, the reported conditions of device vibrating and making unexpected noise were confirmed. During repair, an evaluation was performed, and it was also determined that the device had worn bearing, could not insert cutter and its cutting bar was stuck. It was further determined that the device failed pretest for cutter insertion verification and vibration verification. The assignable root cause was determined to be traced to component failure from ear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the attachment device was generating heat, vibrating, and making abnormal noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Upon further review of returned device, it was determined that the previously reported conditions of vibration was not confirmed. Therefore, an assignable root cause was not determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Upon further review of returned device, it was determined that the previously reported conditions of abnormal noise was not confirmed. Therefore, an assignable root cause was not determined.